Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent tympanoplasty on an unknown date and suture was used. Following the procedure, the patient developed an abscess and suture spitting from the closed incision. The suture was placed under the skin, but it is unknown if it was subcutaneous or subcuticular placement. Additional information has been requested.